Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump beeps randomly without any reason. Customer also stated that the screen was scratched and the reservoir sticks to the plunger. The insulin pump will not be returned for analysis.